Event description:
(B)(6) 2023 patient arrived to clinic with noted driveline damage. Rescue tape applied for temporary fix. Patient returned to clinic on (B)(6) 2023 for clamshell repair to driveline performed in the clinic office.